Manufacturer narrative:
At the completion of the clinical evaluation, there was no evidence of a device failure. Due to the lack of comparative medical images and documentation, there was no evidence of a type iiib endoleak but rather billowing of the stent graft fabric. Furthermore, there was only a bifurcated stent graft implanted and therefore a type iiia endoleak cannot be assessed. Procedure, anatomy, user-related issues, and/or cautionary and off-label product use conditions could not be determined. Procedure-related harms included: diagnostic angiogram. Devices remain implanted in the patient and were not returned, no evaluation completed. The review of manufacturing lot confirmed all devices met specifications prior to release. This complaint is not CAPA eligible at this time. These types of events will be monitored and trended as part of the quality system. (B)(4).

Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted

Event description:
It was reported that on (B)(6) 2013 the patient was implanted with bifurcated device. During a routine follow up, the patient received a computed tomography and the physician detected a leak. It could not be determined if the leak was a type iiia or iiib but there was no identifiable sac enlargement. The physician will evaluate options after angiogram review scheduled for later this month. The patient is reported to be doing fine.